Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked towards the bottom. Also, it was reported that the customer's fill estimate was inaccurate. Reportedly, the customer declined troubleshooting with tandem's technical support and declined to provide a blood glucose level.